Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: d9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. G4: device is not distributed in the united states, but is similar to device marketed in the USA. H3, h6: part: 513.005 lot: 345154 manufacturing site: werk selzach logistik release to warehouse date: 26 september 2022 expiration date: n/a supplier: (B)(4). A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. The product was not returned to depuy synthes, however photos were received for review. The photo investigation revealed that 513.005, drill bit ø1 l46/34 2flute had broken. The observed condition of the device was consist with a random component failure that may have been caused by exposure to unintended force. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the [drill bit ø1 l46/34} 2flute would contribute to the complained device issue. Based on the investigation findings, unintended force and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient underwent an unknown procedure on (B)(6) 2024. During the surgery, a drill bit of diameter 1.0 broke. The fragment of the drill bit was found and removed quickly, which avoided discomfort to the specialist and affectation to the patient. The situation was resolved efficiently by passing to the specialist a new drill bit of the same characteristics allowing them to continue with the procedure without major complications and ending the surgery successfully. There was a delay of five minutes in the time of surgery. This report is for a drill bit ø1 l46/34 2flute. This is report 1 of 1 for (B)(4).